Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: probe stopped responding, it threw sparks. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the polyimide's pin became exposed and indirect contact (sparks) with the hood during use, creating a short circuit between the active pin and the hood disabling the unit to continue operation. Lack of glue around the polyimide, glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.